Event description:
The right vocal cord paresis is noted to be resolving.

Event description:
The right vocal cord paresis has resolved.

Event description:
The patient experienced right vocal cord paresis possibly related to the vns implant procedure. The patient was implanted on the right vagus nerve. No other relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
Section h6. Evaluation codes, conclusions: corrected data; initial MDR inadvertently did not report that the event was identified in labelling